Manufacturer narrative:
In the initial report, the statement in h11 additional narrative should have been: "the provided qc showed that it was out of range and unstable, and stayed out of control even after the reagent replacement." Instead of: "the qc was within the assigned ranges on the day of the event." The provided calibration showed that it first failed with an alarm on the day of the event, and passed after recalibration. The alarm trace showed many clot detection and abnormal aspiration of sample probe alarms on the day of the event. This suggests that the sample probe may have some issues. The field service engineer (fse) performed several hardware interventions, including replacing one of the tubes as he found a pinch near the bottle. No further issues were reported after the service visit. As the fse performed several service actions, the specific cause of the event could not be determined.

Manufacturer narrative:
The c702 module serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The field service engineer (fse) cleaned the reagent probe and the wash stations. He identified crystallization on the syringe connector and replaced the syringe. He cleaned the incubation bath windows and performed the cell blank measurement. The fse adjusted the sample and reagent arm/probe, adjusted the rinse water volume, and the cell detergent discharge volume, and exchanged and adjusted the gear pump head. Calibration and qc were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with phosphate (inorganic) ver.2 assay on a cobas 8000 c702 module. The customer noticed that the initial results for this test were high. Discrepant results for 1 patient sample were provided: initial result: 17.05 mg/dl. The initial result did not match the patient's history. No questionable result was reported outside the laboratory, and the sample was repeated. 1st repeat result: 3.4 mg/dl. 2nd repeat result: 2.61 mg/dl. The 2nd repeat result of 2.61 mg/dl was deemed to be correct.

Manufacturer narrative:
In the initial medwatch, the statement in b5 describe event or problem should have been: "1st repeat result: 3.35 mg/dl." Instead of: "1st repeat result: 3.4 mg/dl." The investigation is ongoing.